Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying a battery indicator when attempting to test her blood glucose. On (B)(6) 2013 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began quite some time ago but could not recall the exact date/time it was began. The patient reported that she manages her diabetes with novolog insulin and humulin insulin 70/30 and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient advised the mss that at an unknown time after the alleged issue occurred she developed symptoms of "shaking." She went to see her doctor on an unknown date/time and reported that her doctor did not administer any treatment and told her to "do the best she could." No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The battery was recently charged but the issue was not resolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.